Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) states that their remote communicator displayed a red call doctor icon. It was determined that the red alert was caused by remote monitoring disabled. Technical services (ts) indicated that there was a potential change with the patient's implanted device and it was not being remotely monitored because the communicator was not enrolled. This ICD was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.